Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: underweight, broken shell on posterior, missing shell (0-25%) and red particles in the shell. A visual and microscopic analysis was performed which identified: crease sharp broken on posterior, stress marks, wear abrasion and crease fold. Base on the device analysis the final assessment is an opening crease sharp on posterior assessed as fold flaw opening and a missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.